Manufacturer narrative:
(B)(4). No sample will be returned for evaluation.

Event description:
It was reported the vascular nurse inserted the catheter into the patient in the normal fashion. When she removed the wire from the sheath it had unraveled. The catheter was left in the patient. There was no delay in treatment and no patient death or complications reported.